Event description:
It was reported that the pump displayed 41622 error code, followed by a red screen and beeping. There event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a bad optical switch. As a result, the optical sensor was replaced and updated software to the latest version and reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.